Event description:
Catheter disconnected from suture wing.

Manufacturer narrative:
One 11.5f x 24cm silicone catheter was returned for evaluation. A visual examination of the device revealed that the suture wing has dislodged from the hub. The suture wing was not returned. A review of the MFR records indicated all device specifications and quality requirements were satisfied. A review of the engineering verification testing noted that all samples tested passed the suture wing pull force requirements per iso 10555-1. We are unable to determine the exact cause of this event without evaluating the entire device involved. It appears that enough force was applied to dislodge it from the suture wing.